Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Device 2 of 2. Reference MFR. Report # 3006705815-2018-03240. It was reported following a trial procedure on (B)(6) 2018, the patient experienced pain in the foot. As a result, the trial lead was removed. The pain improved following the procedure.

Event description:
Device 2 of 2. Reference MFR. Report # 3006705815-2018-03240. It was reported during follow up the patient's pain has resolved.